Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive and was frozen on the home screen. The touchscreen was not functional. Customer's blood glucose level was 190 mg/dl. Reportedly, lantus and humalog injections would be used for alternate insulin therapy.